Manufacturer narrative:
Dob unavailable. Weight unavailable. Other relevant patient history unavailable.

Event description:
A lead extraction procedure commenced to remove one lead located in the right ventricle (rv) due to bacteremia and cied system/pocket infection. The physician started the procedure with a 14f spectranetics glidelight and a spectranetics ez lead locking device (lld). The lld was used to stabilize the lead. Sutures were placed on the lead's conductor cables as well as on the lead's insulation to act as an additional traction platform. Shortly into the procedure using the 14f glidelight device, stalled progression was met in the innominate vein. The physician then decided to upsize to a spectranetics 16f glidelight. While lasing in the innominate/superior vena cava (svc) region with the 16f glidelight, there was a drop in the patients¿ blood pressure. A sternotomy was performed. There was visualization of an injury in the innominate/svc vessel. The patient was put on bypass pump and the injury was repaired. The lead was successfully removed, and the patient survived the procedure. There was no alleged malfunction of any spectranetics devices.